Event description:
Resident was being lifted out of century tub via hydraulic saf lift. When chair height was at top of lift, employee turned chair and moved the resident's feet from the tub. The chair then detached from lift causing the resident to fall into the tub (in the chair) striking her head and arm on the tub. The resident required six (6) sutures to the head; received two (2) skin tears to her right forearm and a chest contusiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design, manufacturing, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.